Event description:
Overtube, noted to be unusually flexible, was utilized during an upper endoscopy procedure involving the banding of esophageal varices. The binder became dislodged from the end of the overtube resulting in an esophageal perforation at the level of the cricoid cartilage which required emergent abdominal decompression with an open gastrostomy & dissection with placement of a penrose drain.